Event description:
Journal reference: schupbach m, maltete d, houeto jl, et al. Neurosurgery at an earlier stage of parkinsons disease: a randomized, controlled trial. Neurology. 2007; 68 (4): 267-271. The article describes the results of a study involving patients being treated with bilateral or unilateral deep brain stimulation (dbs) for symptoms related to advanced parkinsons disease. The goal of the study was to assess whether surgery at an early stage would maintain quality of life as well as improve motor function. The pts had parkinsons disease for a short duration 6.8 years plus or minus 1 year. Pts were assessed at 6, 12 and 18 months. Some pt complications were noted during the study. Five pts (leads n=5) and transient hypomania following dbs surgery. Treatment and additional outcome info was not provided.